Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter phone #: (B)(6). Investigation root cause summary: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had no expiration date. No serious injury. No medical intervention.